Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the device identified wear/abrasion and creases on the shell. A weight test verified the weight was within specification. Micro analysis noted no observation. The events of seroma and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and suspected alcl.

Event description:
Health professional reported right side "seroma and possible alcl.¿ seroma was aspirated and capsule tissue was ¿suspicious for alcl.¿ initial operative findings showed ¿remarkably ¿benign¿ seroma of approx 180mls, slightly turbid fluid." Further tests showed, "markers all confirmed alcl, [patient] was well on last review & being assessed by the lymphoma team with view to chemo but not rt.¿ pathological markers were not provided. A capsulectomy was performed and the device has been explanted.